Event description:
Reportedly, review of the episodes recorded in device memories showed erroneous markers. An analysis is requested.

Event description:
Reportedly, review of the episodes recorded in device memories showed erroneous markers. An analysis is requested.